Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were streaked from blood residue. No cracks, damage, or irregularities noted to the complaint device. However, 6 broken fibers were identified. The fibers were located on the circumference of the fiber bundle. The fibers were potted on the cavity ID end and were located between 20 and 200 degrees with the dialysate ports at 0 degrees. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. The screw flanges were undamaged and were fully engaged on the housing threads. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from both potting cut surfaces. The dialyzer was then subjected to destructive disassembly to isolate the leak found during bubble point testing. The complaint investigator was unable to identify the opposing ends of the broken fibers (if existent); the source of the leak on the non-cavity ID end was unable to be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surfaces of both potting masses were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the complaint device identified 6 broken fibers. Additionally, submersion of the fiber bundle in a water bath revealed the presence of a leak. Therefore, the complaint was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Reportedly, at the start of the patient's treatment, "blood was visually observed through the fibers of the dialyzer." Blood test strips were used and tested positive. The machine alarmed. No dialyzer damage was visible. The patient¿s estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.